Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report# 1627487-2016-04952. It was reported the scs lead was pulled out of the ipg header. X-rays confirmed the issue. Consequently, the ipg was explanted and replaced which resolved the issue. The ipg replacement is also reported in MFR. Report number- 1627487-2016-04895.